Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device fails accuracy by +8.35% and a damaged lens. The event happened during testing.

Manufacturer narrative:
Received one device. Visual inspection found no damage, unit came in with the complaint of ¿fails accuracy¿. Could not confirm the complaint with fluid accuracy test. Test was ran 3 times. First test: 22.8 ml, second test: 20.6ml, third test: 20.8ml . Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.